Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the positioning issue has been completed. The data review indicated about 25 minutes into support, the flow decreased gradually from 3.8 liters per minute (l/min) to 2 l/min which triggered auto suction response and suction alarms. Approximately 1 hour and 37 minutes later, the pump was in improper position which triggered an alarm impella position unknown and impella position in aorta. The pump was then manually stopped and disconnected from the console. Per clinical description and data analysis, the root cause of positioning issue was most likely due to use issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient undergoing transcatheter aortic valve replacement was to have an impella cp device implanted for mechanical circulatory support. It was reported the impella was placed and observed to be in the aorta in the catheterization laboratory. The patient was taken to the intensive care unit with the catheter malpositioned. Reportedly interventional cardiology made the decision to return the patient to the catheterization laboratory to remove and replace the impella. There was no patient harm reported, and this device was replaced.